Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator system exhibited oversensing and noisy, leading to inappropriate anti-tachycardia pacing (atp) and inappropriate electric shocks. Reprogramming efforts were performed, however, the patient received another inappropriate electric shock. Programming attempts were exhausted, and the patient was extremely fearful of receiving additional shocks, so the investigator opted to turn therapies off. The patient is scheduled to undergo system explant with implant of a transvenous device. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e020201. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and noise, leading to inappropriate anti-tachycardia pacing (atp) from the leadless pacemaker and inappropriate electric shocks from the s-ICD. Reprogramming changes were made; however, the patient received another inappropriate electric shock. Programming options were exhausted, and the patient was extremely fearful of receiving additional shocks, so the investigator opted to turn therapies off. The patient is scheduled to undergo system explant with implant of a transvenous device. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator system exhibited oversensing and noisy, leading to inappropriate anti-tachycardia pacing (atp) and inappropriate electric shocks. Reprogramming efforts were performed; however, the patient received another inappropriate electric shock. Programming attempts were exhausted, and the patient was extremely fearful of receiving additional shocks, so the investigator opted to turn therapies off. The patient is scheduled to undergo system explant with implant of a transvenous device. Currently, this product remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator system exhibited oversensing and noisy, leading to inappropriate anti-tachycardia pacing (atp) and inappropriate electric shocks. Reprogramming efforts were performed, however, the patient received another inappropriate electric shock. Programming attempts were exhausted, and the patient was extremely fearful of receiving additional shocks, so the investigator opted to turn therapies off. The patient is scheduled to undergo system explant with implant of a transvenous device. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.